Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) exhibited an error at power up. The power was cycled to the epg and the error cleared. The epg was restored to service. There was no patient involvement.